Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the device is fractured.

Manufacturer narrative:
Visual inspection of the returned tibial articular surface provisional (tasp) bottom confirmed that the central locking post had fractured off at its base along a medio-lateral line. All pieces were returned. Verified that the tasp was produced to rev c prior to changes made for corrective and preventive actions as divot (product identifier) not present on distal side of tasp. It is considered that the product left zimmer biomet conforming because it had a potential field life of about one year and had been used in an unknown number of surgery before it failed. This device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the tasp bottom. The reporter who was in attendance does not know if the proper surgical technique was used. This device was manufactured before the design modification and was part of the re-design scope. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. Therefore, the problem with this device constitutes a "previously addressed design issue" as the root cause.

Event description:
It was reported that a tibial articular surface provisional broke during surgery.